Manufacturer narrative:
Occupation was lay user/patient.

Event description:
Customer complained of discrepant inr results between their coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 9:30 am the customer tested on their meter by fingerstick and the result was 5.8 inr. The customer then had a lab test done at 11:00 am and the result was 4.0 inr. The customer then tested again on their meter at 12:00 pm and the result was 5.9 inr. There was no allegation of an adverse event. The customer's therapeutic range is 2.0-3.0 inr. Customer is not anemic and does not have antiphospholipid antibodies. The customer is not on any other anticoagulants. Customer has no new illness or diet changes. The customer did have some bleeding and bruising but did not require any treatment. Customer's condition is currently stable. The customer's dosage of warfarin was adjusted based on the lab result. Retention test strips (286319) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.